Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral and umbilical hernia repair. He had revision surgery 1 year and 5 months post-operative. The patient experienced multiple surgical revision, and recurrence. Note: "doctor is not listed in gch partners tab".

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an umbilical and ventral hernia. It was reported that after implant, the patient experienced recurrence and scar tissue. Post- operative treatment surgical revision, recurrent ventral incisional hernia repair with mesh (bard ventralex hernia patch) and umbilical hernia repair

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an umbilical and ventral hernia. It was reported that after implant, the patient experienced recurrence. Post- operative treatment surgical revision.